Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No device problem was found. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, over infused. It was reported the pump finished three hours early, the compounding logs and label indicated the correct volume was used and the patient received all of the dose. The total volume was 240 ml over 46 hours. No adverse patient effects were reported. No additional information is available at this time.